Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her patient programmer (pp) batteries died and she started to urinate again. The patient reported that she was able to change the pp batteries to increase stimulation. The patient reported that she felt stimulation right away but as of 2 weeks ago, she no longer felt stimulation again and was back to urinating again. The patient reported that every time she coughed she had a lot that came out. It was noted that the therapy was on. There were no falls or traumas that could be related to this issue. The patient increased the amplitude to 2.0v and reported that she felt stimulation on the side in the bike seat area.